Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be completed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, first degree atrio-ventricular (av) block and left bundle branch block (lbbb) were reported. No treatment was reported at that time. At the one year follow up, the patient was reported to have had a permanent pacemaker implanted. The implant date of the permanent pacemaker was unknown. No additional adverse patient effects were reported.